Manufacturer narrative:
(B)(4). A review of the device history record was performed and revealed no failures or malfunctions that could have caused or contributed to the patient passing away. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device history record was reviewed and no issues were found that could have caused or contributed to the event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and nothing was noted that could have caused or contributed to the reported event. A power on self-test and a one hour simulated therapy were successfully performed. The results of the sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. There is no evidence that the device caused or contributed to the reported clinical event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away. The cause of death was unknown. It was not reported if pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available.